Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that retainer ring was missing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant vibrating, problem isolated to electrical board. Unable to perform the self test and displacement test due to blank display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No damaged or missing retainer noted. The p-cap does lock properly.